Event description:
Rptr noted poor cutting performance of new probe. Reduced vacuum and changed probe to resolve. Three retinal holes were detected but visual function has been normal and pt prognosis is good.